Manufacturer narrative:
Ventec evaluated the device but did not observe any issues which may have contributed to the patient developing vap (ventilator associated pneumonia). Ventec made other, unrelated, repairs. Proper device operation was then observed through functional and performance testing. Based on the information available, the investigation could not conclusively determine the cause of the reported issue. However, individuals who are on ventilators are at an increased risk of developing pneumonia if proper patient/caregiver hygiene, as well as device maintenance protocols are not followed. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a patient developed vap (ventilator associated pneumonia) following device use. The patient reportedly had a lot of secretions and was on 6 lpm with bled in o2. The patient was placed on another ventilator (brand not reported). There were no other reports of patient harm associated with the reported event. No further details about the patient or the event were provided.